Event description:
The small white plastic tip of the bladeless trocar broke off during trocar insertion. The surgeon, assistants, and staff performed an extensive search of the operative wound and field for the small white tip. The tip was not recovered and is reported to be undetectable on x-ray.